Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect - impact code - f1005 overdose.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values five days after the sensor was inserted in the abdomen. The cgm readings showed 150 mg/dl however bg was low (no bg was provided), so his pump automatically released insulin and the patient was unconscious after the incident. The patient experienced loss of consciousness and cardiac arrest. The sibling started CPR, called an ambulance, and removed the omnipod pump from the patient's body. The cgm display device was reading 158 mg/dl and the blood glucose was 20 mg/dl. The patient was treated with IV glucose and transported to the emergency department. The patient was in a mild coma but released after 6 hours. There was no documentation of further medical intervention. At the time of the report, the patient was feeling normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d, e zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.